Event description:
The customer reported numerous (25) keypad failures following remediation. There was no report of patient involvement.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02878). This MDR resubmission now reflects the correct product registration number. The reported event of keypad failures file was opened to document an event that the customer reported. No devices or logs were returned for investigation. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 10/02/2012. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 13742794 which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported numerous (25) keypad failures following remediation. There was no report of patient involvement.

Manufacturer narrative:
Addition: updated adverse event codes (h6).